Event description:
It was reported that the core impaction drill heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Device has not been returned yet.

Event description:
It was reported that during a procedure the core impaction drill heated up. A backup device was used to complete the procedure. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the motor.